Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 4.6 inr on the coaguchek xs system and 2.98 inr on a comparison lab. Caller states the coumadin dosage was held. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.